Event description:
Consumer called concerned with several readings taken. Compared results to another (competitive) meter. Analysis run on clark error grid using competitive reading (184) as ref. Point vs. Bd reading (28) yeilded data points in the e range of the grid, outside acceptable limits.